Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer kept experiencing non-recoverable faults on the camera arm, universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view live logs since the customer was power cycling the system at the time of the call. The system powered back on without error, however the customer reported the same issue occurred twice on (B)(6) 2023. The tse viewed logs from the 31st and found several errors pointing to the axes controller tilt (act) on distal set up joint (suj) 2 and errors on usm2. The customer later called back after getting a non-recoverable fault again during a long case. The tse was again unable to view the logs during the call due to the customer power cycling the system prior to calling in. The customer requested attention to the issue as soon as possible. The tse asked what type of power cycle the staff performed, and the customer stated they just pushed the button. The customer performed a soft power cycle. The tse suggested a hard power cycle however the customer declined as there was no errors upon power up and the procedure continued. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the reported non-recoverable faults were confirmed via system log review. The fse was able to reproduce the reported issue. The fse verified the issue originated from the ¿inner proximal¿ in the logs. The fse replaced the inner proximal set up joint (suj) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the inner proximal suj assembly and failure analysis (fa) investigation is in progress. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-fa evaluation and/or if additional information is received. This is considered a reportable event due to the following conclusion: the customer experienced a non-recoverable fault on universal surgical manipulator (usm) 2 after the start of the procedure. Although the customer was able to power cycle the system back on without error and continue with the procedure, the issue was later reproduced and confirmed by an isi fse. The fse replaced the inner proximal suj to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Based on the claim against the product by the customer noting non recoverable faults, an investigation was completed to determine the cause of this reported event. Failure analysis (fa) investigations has completed the device evaluation. Fa was able to reproduce the reported complaint. The unit was installed on the system and error 319 was triggered. The unit was tested on the fixture test platform machine and failed for fiber power test. A golden fiber cable was installed and the set up joint (suj) passed all tests. The original fiber cable was re-installed, and the fiber power test failed again. The complaint regarding non recoverable faults was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause for the non-recoverable faults is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.